Event description:
It was reported that during surgery, an additional 2mm distal cut was done to the patient's bone and could not get leg straight. The reason why the surgeon did the additional 2mm distal cut is unknown.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the complaint, after an additional bone cut ¿could not get leg straight¿. The root cause and the patient impact beyond the reported additional 2mm cut could not be concluded at this time. Should clinical documentation become available in the future, the clinical/medical task may be re evaluated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee. Reviewed during mimb. Concluded unlikely any specific patient information will be provided, therefore a closing comment may be appropriate. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. E2401 insufficient information health effect appears to have occurred but there is not yet enough information available to classify the clinical signs, symptoms and conditions. F24 insufficient information there is not yet enough information available to classify the health impact. F1907 more complex surgery surgery that is more complicated, more comprehensive or more extensive than planned. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) No clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, per the complaint, after an additional bone cut ¿could not get leg straight¿. The root cause and the patient impact beyond the reported additional 2mm cut could not be concluded at this time. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted. (See c-246602, I-237206 clinical/medical investigation attachments for survey information and medical director response)